Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a loose conductor wire (black) on the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the was observed intraoperatively while grasping tissue. The wire was loose, but not damaged. There was no loss of cautery. It is unknown if there was thermal damage and no arcing was observed. No fragment fell inside the patient and no injury to the patient. No photos available and no patient information provided.